Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used during a variceal banding procedure. The exact procedure date was unknown. During the procedure, the trip wire was broken. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: imdrf device code a0401 captures the reportable event of trip wire broken. Block h10: the returned speedband superview super 7 (handle assembly only) was analyzed, and a visual evaluation noted that the handle was damaged. The handle did not have marks of trip wire secured. Additionally, the trip wire was not rolled correctly at the handle assembly. The suture was in good condition and contained the seven knots. Functional inspection of the handle noted a loss of functionality of the handle due to the device condition (the trip wire was not rolled correctly at the handle assembly). No other problems with the device were noted. The reported event of trip wire broken was not confirmed. Upon analysis, there was no evidence of trip wire being broken. However, it was found that the handle did not have marks of the trip wire being secured and the trip wire was not rolled properly on the handle assembly. A labeling review was performed and from the information available, this device was not used per the instructions for use (IFU)/product label. The IFU states "verify that the trip wire does not fall into the gap between the handle unit spool and bracket" and "secure trip wire in slot on handle unit." Not following these instructions could have caused a loss of functionality of the handle assembly and damaged the handle. Therefore, the most probable root cause for the encountered problem will be documented as failure to follow instructions due to problems traced to the user not following the manufacturer's instructions.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Imdrf device code a0401 captures the reportable event of trip wire broken.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used during a variceal banding procedure. The exact procedure date was unknown. During the procedure, the trip wire was broken. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.